Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s pump fell off a table during a therapy session. The pump was still functioning, but the agent advised it could worsen over time. A replacement was arranged for overnight shipping. No blood glucose (bg) values were affected. No symptoms or patient injury were reported during the event.